Manufacturer narrative:
(B)(4).

Event description:
It was reported that in a total knee arthroplasty there was a poly swap and washed out performed. It is unknown if the event happened before, during or after procedure. No delay. Smith an nephew back up device available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it is noted no medical records are available and the device will not be returned. It is also noted the patient status is "great" and the physician does not fault the device. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without sufficiently relevant information about the device alleged fault or malfunction, no probable cause can be delineated at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.